Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 26-sep-2017 a field service engineer (fse) found that the b/f probe 2 2-way solenoid valve was causing error message 2240 b/f probe 2 purge failure on the aia-2000 analyzer. The fse replaced the washing probe assembly and 2-way solenoid valve. The instrument was performing within specifications. A 13-month complaint history review and service history review for serial number (B)(4) from 25-aug-2016 through 25-sep-2017 for similar complaints was performed. There were no other complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, indicates that 2240 b/f probe 2 purge failure is generated when the overflow sensor failed to detect liquid even after the washer was purged. Air may be trapped in the washer tubing. The solution suggested is to purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, the operator is instructed to contact tosoh service center or local representative. The most probable of the reported event was due to a defective 2-way solenoid valve.

Event description:
On (B)(6) 2017 a customer reported getting error message 2240 b/f probe 2 purge failure on the aia-2000 while running patient samples. The customer is unable to run patient samples on intact parathyroid hormone (ipth) and alpha fetal protein (afp). On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for ipth and afp. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.